Manufacturer narrative:
Internal complaint reference: case (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.2 inches, which is indicative of hydraulic fluid loss. The device passes the weight test. The reported failure was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. Corrected information in section h6 (codes added).

Manufacturer narrative:
H11: corrected information on d4 (UDI number). H10: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.2 inches, which is indicative of hydraulic fluid loss. The device passes the weight test. The reported failure was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider had an oil leak. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.2 inches, which is indicative of hydraulic fluid loss. The device passes the weight test. The reported failure was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.